Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject product had a n907 message and no pip image. There were no reports of patient involvement. The event was reported during set up / inspection for use (during set up in room / before patient in room).

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; d9; g1; g3; h2; h6 and h11. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like: electrical/electronic component problem; impedance; open circuit; power source problem; short circuit; signal loss, loss of power; power fluctuations. Material problems like degradation. Mechanical problems like: stress; deformation; fatigue; mechanical shock; wear and tear; vibration. Environmental problems like dust and dirt. These causes can occur between components such as circuit board; electrical cable; socket; connector pin; connector/coupler; electrical lead/wire; power supply; screw; lever; locking mechanism; light source; lenses; optical; diaphragm; motor(s); discrete electrical component; cooling module; user interface; display; panel; and power switch without any design or manufacturing issue. That could lead to image issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.